Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat stress urinary incontinence concurrently with anterior repair of cystocele. The patient experienced pain and erosion of her internal tissues. It was reported that due to mesh protrusion, pain and bleeding the patient underwent mesh excision on (B)(6) 2012. The patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced leakage, vaginal pain and bleeding. It was reported that the patient underwent removal on (B)(6) 2012 for constant pain, bleeding and mesh protrusion from the vagina. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that due to mesh protrusion, pain and bleeding the patient underwent explantation on (B)(4) 2012. (B)(4).